Manufacturer narrative:
Approximate age of device - 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted with right ventricular (rv) failure. The lfts skyrocketed. Inr was 7. Patient received vitamin k due to elevated inrs of 7 and 4.8. Inr on (B)(6) 2018 was 3.3. It was reported that the patient had the worst headache, nausea and vomiting. The patient spontaneously had a massive intracranial hemorrhage, and care was withdrawn. The patient passed away on (B)(6) 2018. The cause of death was not device related and was due to rv failure. The device operated as expected. The pump was not explanted. No further information was provided.

Manufacturer narrative:
A direct correlation between the lvas pump and the patient's outcome could not conclusively be established. The heartmate ii IFU lists stroke, bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history record revealed that the device met specifications. No further information is available. The manufacturer is closing the file on this event.